Event description:
The customer reported that the system would not produce fluoroscopic x-rays and the temperature symbol was flashing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The kv were adjusted to 108 kv high and the milliamperes remained at 0. The system remains in need of add'l repair which is planned and the customer is informed of the system's status. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.